Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom issued an rga for the patient to return the device to be investigated.